Manufacturer narrative:
At the time of this report isi has not received the device involved with this complaint, therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the unit is returned or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer experience a non-recoverable error. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting but the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the s5vp board.

Manufacturer narrative:
The unit was returned for failure analysis but the reported failure could not be replicated. This unit was installed into the test system and running video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. There was no trouble found. This unit need to be upgraded from: 655380-08 to 655380-10.